Event description:
Reporter alleged obtaining discrepant blood glucose values of 34 mg/dl back to back with a result of 370 mg/dl when testing was performed 3 minutes apart on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.